Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, gravida ii, parity 2 and cesarean section. Concurrent conditions included hyperlipidemia, uterine fibroid and endometriosis. Concomitant products included diclofenac sodium;paracetamol (diclomine) from (B)(6) 2017 to (B)(6) 2017, docusate sodium from (B)(6) 2017 to (B)(6) 2017, metronidazole (flagyl) from (B)(6) 2016 to (B)(6) 2018, metronidazole from (B)(6) 2017 to (B)(6) 2017, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and polycarbophil calcium (calcium polycarbophil) from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems: vaginal infections"), abdominal pain ("abdominal pain/ chronic"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), the second episode of menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (left side)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, dysmenorrhoea, dyspareunia, the last episode of menorrhagia, abdominal pain and bacterial vaginosis had resolved and the depression, vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2010. Discrepancy noted in date(s) of insertion: (B)(6) 2015. Discrepancy in essure confirmation test, as per current pfs test was not done but previously reported hsg test was done. Treatment received for pelvic pain, abdominal pain, menorrhagia, gen.abnormal bleeding, psych injury, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,pelvic pain,vaginal bleeding. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, bacterial vaginosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, gravida ii, parity 2 and cesarean section. Concurrent conditions included hyperlipidemia, uterine fibroid and endometriosis. Concomitant products included diclofenac sodium;paracetamol (diclomine) from (B)(6)2017 to (B)(6)2017, docusate from (B)(6)2017 to (B)(6)2017, metronidazole (flagyl) from (B)(6)2016 to (B)(6)2018, metronidazole from (B)(6)2017 to (B)(6)2017, nsaids since (B)(6)2010, paracetamol (acetaminophen) since (B)(6)2010 and polycarbophil calcium (calcium polycarbophil) from (B)(6)2017 to (B)(6)2017. In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems: vaginal infections"), abdominal pain ("abdominal pain/ chronic"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and the second episode of menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (left side)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, dysmenorrhoea, dyspareunia, the last episode of menorrhagia and abdominal pain had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6)2010. Discrepancy noted in date(s) of insertion: (B)(6)2015. Discrepancy in essure confirmation test, as per current pfs test was not done but previously reported hsg test was done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,pelvic pain,vaginal bleeding. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received. New events added: abnormal bleeding (vaginal), menorrhagia,mental anguish, plaintiff did not undergo essure confirmation test. Previously added event psych injury updated to depression. Concomitant drugs, concomitant conditions, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /chronic') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("bladder/urinary problems: vaginal infections"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain/ chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, dysmenorrhoea, dyspareunia, menorrhagia and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : case become incident. Events added- abdominal pain, psychological trauma, genital bleeding, menorrhagia, dysmenorrhea (cramping),dyspareunia, vaginal infections. Events outcome updated, reporter added, patient demographic added, essure removal date added, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.